Event description:
Breas ventilator being used in patient home. Therapist reported the ventilator was not producing a disconnection alarm when they visibly noticed that the patient was disconnected from the ventilator. When therapist arrived at the home she disconnected the patient from the vent and found the vent did not alarm.

Manufacturer narrative:
Breas contacted the reporter of this event to request the serial number (which was not provided in the initial report) and the device for investigation. The reporter responded on (B)(6) 2025: 'no need to. The breas team knew about the three that we had concerns with. The one was sent back. The other two we could not duplicate the issue. As of right now we have had no other issues. Our team at home healthcare is working with your team with clinical education and any technical support needed.' The reporter did not provide the serial number and advised that no further investigation was required. Breas will close this issue at this time.